Event description:
Patient reported having continuing issues with receiving an e4 (occlusion) error. Patient stated she would change the accessories; sometimes five times a day. Patient reported on (B)(6) 2010 at 2:30 pm she received a blood glucose reading of 18 mmol/l (324 mg/dl) and then took a correction with her infusion device. Patient stated at 4:00 pm her blood glucose reading was 10 mmol/l (180 mg/dl) and then she took a correction with the infusion device and ate 2 cherries. Patient's normal blood glucose range is 6-8 mmol/l (108-144 mg/dl). Patient reported at 8:00 pm she was in the kitchen preparing dinner and was found by her husband 1 1/2 hours later in the living room and unconscious. Patient stated her husband called the ambulance, they tested her blood glucose reading with a result of 1 mmol/l (18 mg/dl) and the doctor gave her glucagon. Patient reported she can't remember anything in the time from approximately 6:00 pm to 9:30 pm. Patient stated she has an abrasion on her nose and swelling on her forehead. Patient reported she switched to her backup infusion device on (B)(6) 2010 when she returned home. No further information is available. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.